Manufacturer narrative:
Article link: (B)(4). There is limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. Attempts were made to obtain additional information, however, no additional information was provided. Intracranial hemorrhage is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire fr instruction for use (IFU). Same article as reported in MDR MFR: 2029214-2016-00191.

Event description:
Medtronic received information from literature review that six of 89 patients (6.7%) had symptomatic intracerebral hemorrhage after the procedure. In this article, the authors retrospectively analyzed data of eighty-nine patients with acute ischemic stroke treated with the solit aire flow restoration revascularization device to identify notable factors that affect outcome, revascularization, and complications. Three endpoints were considered: revascularization (thrombolysis in cerebral infarction), outcome (modified rankin scale score), and complications. Citation: daou b, chalouhi n, starke rm, et al. Predictors of outcome, complications, and recanalization of the solitaire device: a study of 89 cases. Neurosurgery. 2015 sep;77(3):355-60; discussion 360-1. Doi: 10.1227/neu.0000000000000830.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.